Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the mid left anterior descending (lad) artery which had mild tortuosity, mild calcification, and 90% stenosis. Another company's stent was deployed in the left main to proximal lad and the stent in the mid lad was jailed. A pilot 50 guide wire was delivered to the mid lad through the stent struts of the other company's stent. Then, a voyager balloon catheter was dilated in the lesion; however, the balloon ruptured (pin-hole rupture) at 6-8 atm when inflated for the first time. Thus, the voyager balloon catheter was replaced with another balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient prep prior to use. The patient anatomy was described as mildy tortuous and calcified, which could have contributed to the balloon rupture. Contact through the stent struts potentially may have damaged and weakened the outer balloon material, leading to a balloon rupture upon the inflation attempt. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.